Manufacturer narrative:
Consumer reported pain and red eyes with use of the product. A doctor at the optometrist office reported the patient presented with eye redness, light sensitively, blurry vision and discomfort. The patient was diagnosed with keratoconus(preexisting condition) and trace superficial punctate keratitis. Patient was recommended to use artificial tears and was prescribed tobradex. At this visit, the patient reported using another company's product. The treating doctor at the optometrist office reported the event was not considered life threatening. The event did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Furthermore, the doctor does not attribute the event to the product. Medical documentation cannot be obtained from the second doctor office at this time. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. Consumer is recovered. The product was discarded and the lot number is not available.

Event description:
Consumer reported pain and red eyes with use of the product. Consumer reported visiting the doctor multiple times and the doctor thought it was dry eyes. Consumer has keratoconus which is a preexisting condition and the experience made his eyes uncomfortable. Consumer first visited an optometrist who did not diagnose him but prescribed medication and instructed to use artificial tears. The consumer then sought a second opinion from a different doctor's office and was instructed to use the artificial tears only. Consumer reported not using the prescribed medication. A doctor at the optometrist office reported the patient presented with eye redness, light sensitively, blurry vision and discomfort. The patient was diagnosed with keratoconus and trace superficial punctate keratitis. Patient was recommended to use artificial tears and was prescribed tobradex. At this visit, the patient reported using another company's product. The treating doctor at the optometrist office reported the event was not considered life threatening. The event did not result in permanent impairment of a body function or permanent damage to a body structure, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Furthermore, the doctor does not attribute the event to the product. Medical documentation cannot be obtained from the second doctor's office at this time. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.